Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient was only diagnosed with a left breast capsular contracture baker grade IV. In addition, the patient underwent bilateral capsulectomy and had replacements of bilateral mentor classic profile smooth gel implants. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 425cc mentor memorygel breast implants, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. The capsular contractures were diagnosed via physical consultation and MRI. As a result, the patient underwent bilateral removal on (B)(6) 2021. This medwatch form is for the right breast prosthesis. Capsular contracture on the left breast has been reported under mrn: 1645337-2021-05348.